Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon inserted the nail, then inserted the blade through the nail, and the blade got stuck and would not advance. The surgeon tried malleting the blade but it would not advance. X-ray confirmed that the locking mechanism was in down position. Surgeon backed locking mechanism out with screwdriver. Surgeon had to use excessive force to remove the blade which was embedded in the nail. The inserter and connecting screw were damaged during the removal of the blade from the nail. Surgeon selected another nail, which was shorter and a new helical blade to complete procedure with no further problem. Procedure was extended by approximately one hour. This is report 3 of 4 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed based on examination of the returned parts, the locking mechanism was in the locked position when attempting to insert the helical blade and the locking tab was broken off as a result. The instruments were damaged from trying to force the blade through the nail with the locking mechanism in the way and then removing it once it was stuck. This complaint is valid for the nail (locking mechanism in the nail being in the locked position) and invalid for the blade and instruments. It is concluded this complaint is valid for the nail with the locking mechanism in the locked position prior to inserting the helical blade and invalid for the helical blade and instruments.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.